Event description:
It was reported that 3 syringe 0.3ml 31g 6mm s/c u-100 relion needles had foreign matter on the device cannula or in fluid path. The following information was provided by the initial reporter :   the consumer reported a clear liquid came out of the syringe prior to the injection.   Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1011572 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.3ml 31g 6mm s/c u-100 relion needles had foreign matter on the device cannula or in fluid path. The following information was provided by the initial reporter :   the consumer reported a clear liquid came out of the syringe prior to the injection.   Date of event: (B)(6) 2021, samples: yes.